Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: there is a scratch on the lens of the main unit, corrosion on the free lock lever, there is a crack on the video connector. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there is a scratch on the lens of the main unit, cracks on the video connector, and corrosion on the free lock lever. There was no patient involvement.